Event description:
It was reported that the patients right hip was being revised due to periprosthetic fracture, broken femur. The surgeon originally went in to cable the bone and found the stem to be loose due to fracture and revised the stem, head and liner. Surgeon made no comment regarding a reason for the break occurring.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown tmzf accolade stem. When completed, the investigation results will be submitted in a supplemental report. Additional information (including x-rays and medical records) is not available.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding periprosthetic fracture involving an unknown tmzf accolade stem was reported. The event was not confirmed. The exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event.

Event description:
It was reported that the patients right hip was being revised due to periprosthetic fracture, broken femur. The surgeon originally went in to cable the bone and found the stem to be loose due to fracture and revised the stem, head and liner. Surgeon made no comment regarding a reason for the break occurring.